Event description:
It was reported that the customer inserted a sensor, and began bleeding. It was stated that the customer got light headed and passed out for a while, then went to the emergency room. Prior to passing out, his blood glucose was 129 mg/dl. Once he regained consciousness he was at 74 mg/dl. The customer waited in the emergency room for six hours but didn't received treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.